Event description:
Related manufacturer reference number: 2017865-2023-20627. It was reported that the patient presented for a follow-up in clinic. It was noted that the right ventricular lead and the right atrial lead failed to capture and exhibited unspecified sensing issue. The leads were explanted and replaced. The patient was stable.

Manufacturer narrative:
Further information was requested but not received.